Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the reload was set to the handle normally, and the surgeon tried to fire the first firing, but then it stopped at once. Pushed the firing button in many times, but the firing was not performed. Stopped using the device and replaced with a competitor¿s device, and resected with no problem. The surgical time was extended by less than 30 minutes. There was no patient injury.